Event description:
It was reported that the left ventricular lead exhibited high thresholds. Chest x-ray revealed lead fracture near the subclavian vein. The lead was explanted and replaced. The patients condition was fine during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead was received in two pieces. An insulation abrasion was noted at 43.1 cm to 43.7 cm from distal end due to rib clavicular crush. The pacing coil was fractured at the same area.